Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. During interrogation, an alert was noted for high impedance on the right ventricular lead. The lead also exhibited loss of capture at maximum output in both the unipolar and bipolar configurations. X-ray confirmed that the lead was fractured. The patient was asymptomatic and had normal conduction. The device was programmed to aai mode and the patient would be monitored.